Event description:
This notification was opened for review for information received that remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, there was found contamination from dust and found error code e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets criteria for a serious injury and/or product malfunction.